Event description:
On an unknown date, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy on (B)(6) 2023. During an evaluation a gastroenterologist suspected a buried bumper. An endoscopic procedure was done which confirmed a buried bumper. A peg tube extraction was attempted but unsuccessful and the peg tube was shortened and clamped. The patient was transferred for surgical extraction. Approximately 19 apr 2024 after the transfer, the patient asked to be discharged for a few days to solve family problems. The tubing remained implanted and was scheduled to be replaced at a later date.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.